Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) act buttons dome switch. No unlocked j2/lcd keypad connector noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the keypad of the insulin pump was unresponsive. Customer stated the esc button was not working. Blood glucose level at the time of the incident was not provided. The customer did not recall any significant events leading up to this issue. The customer stated that the time clock advances when monitored for one minute. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will not be returned for analysis.